Event description:
It was reported that when customer removed the needle from the sensor it pulled up the sensor filament all the way through. Advised the customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Reliability analysis1ea opened/used partial sensor and found sensor retracted inside sensor base. Also found sensor cannula broken on the back of the sensor. Broken part still attached to tubing.